Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: 16725008.

Event description:
It was reported that the patients leads migrated. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted device will not be returned.